Event description:
The report from the affiliate indicated that the pt was admitted for the treatment of a slightly calcified but non-tortuous distal rca with 75% stenosis. The 3.0 x 23 mm cypher stent was inflated below nominal pressure, but the balloon would not inflate. Instead, the shaft at the proximal end of the proximal marker band inflated a little bit. The pressure was increased to nominal, and the balloon ruptured immediately. The bulge at the shaft remained inflated; however, and would not deflate. While the physician was retrieving the stent delivery system (sds) gradually into the guide catheter, the bulge at the shaft was deflated just before being retrieved into the guide catheter. The stent was not fully deployed yet and it was not correctly postioned. It was postdilated in the proximal end of the target area and another stent (productt unknown) was implanted at the distal end of the cypher. The stent delivery system for this product is not similar to the device available in the united states. The issues for report is that the stent, which is the same, was deployed at an unitended site and an additional stent was required for coverage of the intended lesion. The posterior descending branch was treated just prior to the rca on this date with a pixel following predilation. During cypher implantation when the balloon would not inflate, the physician increased the pressure to nominal because he thought the balloon had not inflated yet. The ratio of saline to contrast was unknown. Physician's comments indicate that: the inflation lumen of the sds looked squashed or stuck at the proximal marker band. The shaft should not have inflated. Moreover, the bulge of the shaft would not deflate.